Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 (mg/dl) and was taken to the emergency room (ER). Reportedly, customer consumed icing to treat bg level. Customer was later released from the ER and stated that they felt better.